Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for a several days and no unexpected powering off or blank display noted. The battery was removed from the pump and monitored for 10 minutes, the insulin pump powered up properly after insertion of the battery and no unexpected post-reset ram crc alarm, history pointers are corrupted error alarm or trace pointers are invalid error alarms were noted. Verified the battery tube power connector is properly connected to j7 printed circuit board during our visual inspection. However, detailed trace analysis shows power system error alarm and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance at the j6 printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of blank display and pump errors from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the display returned after loss alarm. The customer received multiple pump errors. The insulin pump will be returned for analysis.